Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as the sample was not returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73h2300257 the staplers were functionally inspected (fired) and issue reported "misfire/jam-staples not forming/closing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure, the staple does not close on the skin. This problem was observed several times. The staples do not stay on the skin and fell off when the dressing is being changed. It happened twice in a row. A second stapler from same reference and same lot number was used to complete the procedure". Education was provided via "face-to-face training at the surgery room and also provided written documentation, specifying the importance of the closing gap of the wound tissue before the applying the stapler". Per the customer, there is no further information regarding this complaint. If additional information is received, the complaint file will be updated. See associated MDR #3003898360-2023-01242.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure, the staple does not close on the skin. This problem was observed several times. The staples do not stay on the skin and fell off when the dressing is being changed. It happened twice in a row. A second stapler from same reference and same lot number was used to complete the procedure". Education was provided via "face-to-face training at the surgery room and also provided written documentation, specifying the importance of the closing gap of the wound tissue before the applying the stapler". Per the customer, there is no further information regarding this complaint. If additional information is received, the complaint file will be updated. See associated MDR #3003898360-2023-01242